Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus for the treatment of varicose veins during an esophageal varices ligation procedure on (B)(6) 2025. During the procedure seven bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf code a050501 captures the reportable event of band failure to deploy. Device evaluation: the speedband superview super 7 was returned for analysis. During visual inspection, it was observed that the handle does not have evidence that the trip wire was secured to the post. The reported event of bands failure to deploy is confirmed based on the analysis performed on the device. This was determined due to the instructions for use (IFU) not being followed causing the device to fail in the deployment of the bands. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The instructions for use (IFU) states secure trip wire in slot on handle unit, however, it was found that the wire was not secured to the handle. This can ultimately affect the bands deployment once the ligator housing is installed in the endoscope, causing the trip wire not work accordingly with the handle when pulling the bands. With all the available information, boston scientific concludes that the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus for the treatment of varicose veins during an esophageal varices ligation procedure on (B)(6) 2025. During the procedure seven bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.